Event description:
The customer reported to olympus, that the video was not being displayed on the endoeye flex deflectable videoscope. The issue was found during a therapeutic procedure. The procedure was completed and the scope is inspected before use. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to a cut on ccd cable and the electrical contact of the video plug section being shaved the monitor showed a black screen with no image, (it may return to normal at times). Additionally due to damage on the circuit board of the video plug section and a cut on charged couple device cable, image noise occurs and an image cannot be displayed. Additional evaluation findings were as follows: the video connector had a crack and a scratch, the bending section cover had a scratch and a chip in the adhesive, the bending tube was deformed, due to damage on the charged couple device unit the insulation resistance value did not meet the standard value, the label on the video connector was peeled, due to the angle wire being worn, the bending in the up direction and the play of the angulation lever was out of standard value. The following parts had scratches: video connector case, light guide connector and cover glass, the right/left and the up/down plates, angulation lever, switch 1, grip, control unit, and the universal cord. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in (B)(6) 2022. Although a definitive root cause of the defect could not be identified, it was determined that damaged of the image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electrical board due to stress, external factors, or handling likely resulted in the image noise and loss of image. The following information is stated in the operation manual which may help to prevent the issue: the operation manual describes how to inspect for the subject events 1, 2, 3, and 4 in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. Inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.